Event description:
It was reported that the burr was dislodged and stuck in the lesion. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified peripheral artery. A 2.00mm peripheral rotalink plus and peripheral rotawire guidewire were selected for tibial artery atherectomy. During the procedure, it was noted that the wire and the device were lodged in a chronic occlusion in the peroneal artery. The devices could not be withdrawn through the common femoral arteriotomy. Intervention included exposing the peroneal artery through the lower leg to cut the device free at the distal end of the device. The rest of the rotablator was removed from the sheath. The procedure was completed. The patient did not experience any complications, and the patient was expected to fully recover.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. Photos were provided showing patient anatomy both under imaging and to the naked eye. The reported stuck burr could not be confirmed using the attached photos as there is no evidence of resistance within the attached photo of imaging. The reported surgical intervention could be confirmed, as there is evidence of intervention beyond use of the device.

Event description:
It was reported that the burr was dislodged and stuck in the lesion. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified peripheral artery. A 2.00mm peripheral rotalink plus and peripheral rotawire guidewire were selected for tibial artery atherectomy. During the procedure, it was noted that the wire and the device were lodged in a chronic occlusion in the peroneal artery. The devices could not be withdrawn through the common femoral arteriotomy. Intervention included exposing the peroneal artery through the lower leg to cut the device free at the distal end of the device. The rest of the rotablator was removed from the sheath. The procedure was completed. The patient did not experience any complications, and the patient was expected to fully recover. It was further reported that the lesion was 4-5mm long. The patient was medicated with verapimil and nitro in the rotaglide solution. The procedure was aborted.

Event description:
It was reported that the burr was dislodged and stuck in the lesion. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified peripheral artery. A 2.00mm peripheral rotalink plus and peripheral rotawire guidewire were selected for tibial artery atherectomy. During the procedure, it was noted that the wire and the device were lodged in a chronic occlusion in the peroneal artery. The devices could not be withdrawn through the common femoral arteriotomy. Intervention included exposing the peroneal artery through the lower leg to cut the device free at the distal end of the device. The rest of the rotablator was removed from the sheath. The procedure was completed. The patient did not experience any complications, and the patient was expected to fully recover.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. Photos were provided showing patient anatomy both under imaging and to the naked eye. The reported stuck burr could not be confirmed using the attached photos as there is no evidence of resistance within the attached photo of imaging. The reported surgical intervention could be confirmed, as there is evidence of intervention beyond use of the device.

Event description:
It was reported that the burr was dislodged and stuck in the lesion. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified peripheral artery. A 2.00mm peripheral rotalink plus and peripheral rotawire guidewire were selected for tibial artery atherectomy. During the procedure, it was noted that the wire and the device were lodged in a chronic occlusion in the peroneal artery. The devices could not be withdrawn through the common femoral arteriotomy. Intervention included exposing the peroneal artery through the lower leg to cut the device free at the distal end of the device. The rest of the rotablator was removed from the sheath. The procedure was completed. The patient did not experience any complications, and the patient was expected to fully recover. It was further reported that the lesion was 4-5mm long. The patient was medicated with verapimil and nitro in the rotaglide solution. The procedure was aborted.